Event description:
Patient self tester reports discrepant results with meter compared to lab. Lab results within 30 minutes of meter results. Doctor held coumadin dose on (B)(6) 2010. Noted that patient usually eats many salads, but had not eaten many prior to this result. Patient self tester takes coumadin for heart valve replacement. Had therapeutic range of 2.0-3.0, then doctor raised it to 2.5-3.5. Doctor has been adjusting coumadin dose.

Manufacturer narrative:
Investigation pending.